Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. However, it was reported that the customer declined the service/repair, therefore the assignable root cause could not be determined. A device history review was performed, and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was observed that an attachment device and burr device were stuck in the motor device. During in-house engineering evaluation, it was determined that the attachment device vibrated excessively. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.